Event description:
On (B)(6) 2012, the patient underwent a procedure to treat bilateral distal type I endoleaks on gore excluder aaa endoprostheses. A contralateral leg was placed as a distal extension in each common iliac artery, and the patient tolerated the procedure. The cause of the endoleaks is unknown.